Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose, duration and frequency not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.